Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi70000161, serial/lot #: (B)(4). A medtronic representative went to the site to test and service the equipment. It was stated that when the site attempted to manually open the door, one of the rods on the door winch was bent and the door was knocked out of alignment. The door winch was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The door winch component was returned to medtronic but was under analysis at the time of filing. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the site was unable to open the gantry. This occurred after a clinical case; the site was trying to open the gantry to store the system. The site attempted to manually open the gantry but damaged the winch mechanism. There was no patient involved.

Manufacturer narrative:
Two door winches were returned to the manufacturer for evaluation. The first winch went through functional testing and visual/physical examination and the reported issue was confirmed. Unable to determine cable length due to winch cable being cut. They performed motor isolation test and that passed. No internal opens or shorts were in the motor assembly. The tested the winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. A mechanical failure was observed. (B)(4). It failed visual inspection. The center gear teeth on the drive motor assembly were physically damaged, causing the winch kit to not function correctly. Perform motor isolation test, passed. No internal opens or shorts in motor assembly. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.